Manufacturer narrative:
General information: the instrument arrived in contaminated condition. According to the available information, there were no negative consequences for the patient. Investigation: we investigated the tip of the instrument. Except the hung out upper jaw we found no defects, the lower jaw and the pulling wire are in a proper condition. The upper jaw is hung out but complete, no part is broke off. The rest of the instrument exhibit no further defects. Without the upper jaw in its position and the cut off cord a functional test makes no sense. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this product and error pattern at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: because unhooking the upper jaw requires extreme strength, we suspect an excessive force during surgery as the root cause for the problem. In one similar case in the past the root cause was demonstrably excessive force during surgery. According to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman maryland. According to the customer complaint description: during a laparoscopic hysterectomy the instrument got increasingly encrusted and stained. It was not possible to clarify the cleaning process. When the knife could no longer be released, the surgeon triggered the knife with increased force, whereupon the handle gave a loud crack. The health professional person detected the broken tip. This could be removed and no part remained in the patient. There was no patient harm. Additional information was not provided nor available / was not available. The adverse event/malfunction is filed under (B)(4).